Event description:
Ez flow 480 ambulatory infusion pump programmed in the tpn mode and infusing in the tpn mode lock level 1. The pt's significant other checked the pump later and found the pump to be infusing in the intermittent mode. Unable to take the pump out of this mode even when placing the lock level to zero. Pump returned to gish biomedical for repair.